Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: on examination, the battery compartment was confirmed to be cracked along the side from the threads to the case seal. Unrelated to the original complaint, the display was noted to be dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).